Manufacturer narrative:
(B)(4). Date of event: 2012. Additional suspect medical device components involved in the event: model #: sc-2218-50, serial/lot #: (B)(4), description: linear st lead, 50cm.

Event description:
A report was received that the patient was experiencing discomfort at the pocket site. Database analysis revealed several contacts with high impedances. The ipg was working as expected. The patient will undergo a revision procedure wherein the ipg will be relocated and the leads will be replaced.

Manufacturer narrative:
Additional information was received that the patient will not move forward with the revision procedure. No further course of action. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing discomfort at the pocket site. Database analysis revealed several contacts with high impedances. The ipg was working as expected. The patient will undergo a revision procedure wherein the ipg will be relocated and the leads will be replaced.